Event description:
Reference number (B)(4) event occurred in the united states. It was reported that patient faced three infusion set cannula kinkd event on (B)(6) 2025. The blood glucose level was 400mg/dl and the patient was treated with insulin. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 3.